Event description:
It was reported the surgeon performed a laparoscopic cholecystectomy with the er320 automatic clip applier. After post op complications, it was determined that the cystic duct was not ligated and the clip fell off. During the procedure, the clip applier jammed on several occasions. The pt had to undergo a reoperation to ligate the cystic vessels and exploratory duct surgery. 1/28/98 dr had performed a laparoscopic cholecystectomy, during the procedure there were multiple problems with the clip applier, however he completed the procedure and everything appeared satisfactorily. After discharge from the hosp, the pt returned with abdominal pain. Studies revealed an open cystic duct. There was an attempt to place a stent, however, this failed. The pt went back to surgery where laparoscopic exploration showed the cystic duct leak and it was controlled with a single clip. The pt is recovering satisfactorily.